Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) recorded a ventricular episode with electromagnetic interference over sensing that was observed on all right ventricular, right atrial and shock channels. The field representative emailed informing that the patient was driving a tractor he had never driven before and will not be using it again. The patient had patient inhibition with asystole for five seconds. Isometrics were attempted but gave no noise and patient was asymptomatic but is dependent. Programming options were discussed for this crt-d that remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.